Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement of the lv lead was observed via x-ray. The lead was repositioned and remains implanted. There were no patient consequences.